Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. Without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that a nurse had used a bd insyte autoguard shielded IV catheter to start an IV on a patient. When the nurse pressed the safety activation button the stylet recoiled back, struck his right palm, bounced off his palm, the needle did not retract, and the nurse obtained a contaminated needle stick injury to his right ring finger. The nurse received routine post exposure lab work.